Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection of the video showed the instrument held in air with a hand opening and closing the handle on one side other instrument, and the instrument body was separated. The visual inspection also noted the instrument was received disassembled, the instrument was partially fired with twenty six clips remaining in the channel, dried bodily fluids were observed on the jaws of the device, and the ratchet function was engaged. No other visual abnormalities were observed. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can be due to applying leverage to the handles forcing the body tab to separate and or leverage is applied to the distal end of the unit causing the tabs to separate. In addition, this will prevent the instrument from functioning properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total thyroidectomy, upon opening the package, the device was already broken. A new device was used to resolve the issue and complete the case. There was no patient injury.